Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer's blood glucose level. Customer was advised to switch to an alternate backup therapy using mdi while awaiting a replacement pump. Technical support facilitated the completion of the field correction form on behalf of the customer and confirmed the shipping of a replacement pump, which includes updated software. The customer received instructions on storage mode and the return process for the problematic pump. The replacement pump was sent without a requirement for delivery signature.